Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. Code d12 used for: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore on april 5, 2024 from the medrio study database: on (B)(6) 2021, this 71-year-old patient underwent endovascular treatment for pararenal aneurysm with planned landing zones 5-10. Planned embolization of the bilateral renal arteries was performed. Patient was treated with a cook custom branched device, a gore viabahn vbx balloon expandable endoprosthesis, and a bentley begraft. The gore vbx device was placed in the celiac trunk after being successfully navigated to its intended location and successfully deployed. Device catheter was successfully removed and device was noted as patent at the end of the procedure. The patient was discharged to home on (B)(6) 2021. On (B)(6) 2023, the patient was noted to experience a celiac vbx occlusion. This adverse event is noted to be ¿ongoing¿ and no treatment or reintervention has been documented as performed.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the associated subject/study number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.